Event description:
It was reported that this pacemaker right atrial (ra) lead and right ventricular (rv) lead both exhibited high out of range impedances. There was also noise noted on both channels. The leads were confirmed to be fractured and required laser lead extraction. This pacemaker was explanted due to an advisory and recall. Another pacemaker and leads were implanted successfully as replacement. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).